Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) of bacterial peritonitis coincident with extraneal, physioneal 40, and nutrineal therapies. On an unknown date, the subject began therapy with extraneal (2000 ml every day, lot number not reported), physioneal 40 (2000 ml every day and 2000 ml every night, lot number not reported), and nutrineal (2000 ml every day, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent. That same day, empiric treatment with ip cefazolin and ip vancomycin (doses and frequencies not reported) was started. On (B)(6) 2009, treatment with cefazolin ended. On (B)(6) 2009, treatment with vancomycin ended. The primary contributing factor to the event was failure to do exchange in a clean environment. On an unreported date, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy and was caused by a failure to do exchange in a clean environment.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. If additional information or samples become available, a follow up report will be submitted.